Event description:
The customer reported broken belt clip. Troubleshooting was done. Customer's blood glucose was 411 mg/dl. Customer treated with bolus delivery. Advised the customer the belt clip would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.